Event description:
It was reported the patient's scs programmer displays a "battery low" message 2 or 3 times and the patient has lost stimulation. An sjm representative confirmed the scs ipg is depleted. Surgical interventions has been scheduled to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.